Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with loss of capture and low pacing impedances. The patient also expressed symptoms of chest pain. An rv lead revision was scheduled. During the lead revision an echocardiogram revealed a lead perforation. The lead was successfully repositioned. No additional adverse patient effects were reported.